Event description:
Device interrogation at office visit revealed that the pt's device was set to 0ma output current and not to the settings that it was programmed to. The pt's device was reprogrammed to prescribed settings. Review of device programming history did not reveal any anomalies that may have contributed to the inadvertent change in device settings. There was no apparent user error during previous programming sessions. The pt's condition is reportedly stable. No adverse event was reported in conjunction with the programming anomaly.